Event description:
The customer reported that insulin leaked between the connection of the reservoir and the infusion set. The customer's blood glucose reading at the time of the report was 67 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.